Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault). The patient was issued a replacement monitor.

Manufacturer narrative:
Follow-up report #1: additional information - 10/19/2018: device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to contamination on the j1000 pca connector. Root cause investigation for similar failures determined that flux residue on the j1000 connector can cause the service code. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault). The patient was issued a replacement monitor.